Event description:
It was reported that the patient was scheduled for a lead revision due to a lead fracture. It was later reported that the lead revision was also due to painful stimulation in the neck area. The lead was replaced. The explanted device has not been received for analysis to date. No additional or relevant information has been received to date.

Event description:
It was reported that lead impedance was recorded during pre-op and was within normal limits and no high impedance was found. After lead replacement, system diagnostics remained normal with the same generator. From the available information, it may have been assumed by the physician that the lead was fractured and causing the painful stimulation. The explanted lead has been received. Analysis is underway but has not been completed to date. No additional or relevant information has been received to date.

Event description:
Product analysis of the lead was approved. The lead was subsequently received for analysis. A section of the lead assembly was returned for analysis in two pieces. The lead¿s electrodes were not returned for evaluation. Inspection of the first portion of the returned lead found that two sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. No obvious pitting was noted on the pin. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No additional or relevant information has been received to date.